Event description:
It was reported that the scope has a black mark on the tip. No patient injury reported.

Manufacturer narrative:
The device, which was used in a procedure, was returned for evaluation. The evaluation was performed by smith and nephew and could confirm the customer complaint for the scope has a black mark on the tip. A visual inspection was performed and showed the scope has severe distal tip damage. This damage is caused by contact with another source. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.